Event description:
Allegedly revised to fix an internally rotated knee.

Manufacturer narrative:
Investigation is not completed. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. Event occurred in another country.